Event description:
It was reported the customer had a prime anomaly. The customer stated they were attempting to change their infusion set when their insulin pump's screen went black. It was also found insulin was squirting out during the manual prime process. The customer also reported a battery problem and their insulin pump was stuck on the fill tubing process. The customer's blood glucose was unknown. Troubleshooting found the customer did not observe a gap between the piston and reservoir stopper during a prime. Troubleshooting was also unable to verify if the customer had a compromised force sensor system alarm because the customer was unable to pass the priming history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.